Event description:
A (B)(6) female patient underwent hydrus microstent implantation in the left eye concurrent with cataract surgery on approximately (B)(6) 2021; no complications or adverse events were reported. Postoperative medications included a compounded eye drop of prednisolone acetate, moxifloxacin and bromfenac three times per day. The preoperative intraocular pressure (iop) was 19 mmhg on 1 iop-lowering medication and best corrected visual acuity (bcva) was 20/40. On (B)(6) 2021, the patient's unmedicated iop was 27 mmhg and bcva was 20/25. On (B)(6) 2021, the patient's iop increased to 29 mmhg and an iop-lowering medication was added to the medication regimen. On (B)(6) 2021, the patient's medicated iop increased to 44 mmhg; the same iop-lowering medication was increased in frequency from twice daily to three times per day and 2 additional iop-lowering medications were added. Additionally, the topical compounded anti-inflammatory eye drop was discontinued and changed to loteprednol four times per day and ketorolac three times per day. At that time the surgeon reported to ivantis that he did not believe the patient's elevated iop was indicative of a steroid response given the patient had not been on the steroid medication for very long and given that the onset of the elevated iop occurred immediately after surgery. The surgeon noted that the distal end of the microstent appeared "directed posteriorly". Retinal evaluation confirmed cystoid macular edema (cme) in both eyes, and while cme was noted to be worse in the operative (left) eye, the surgeon did not believe it was device-related since it was observed bilaterally (no surgical procedures had been performed in the fellow eye). Over the course of the next several days adjustments in iop medications were made and on (B)(6) 2021, the iop was 14 on one medication. However, the surgeon reported cme was worse and increased the topical steroid medication to six times daily and topical non-steroidal anti-inflammatory medication to four times per day. On (B)(6) 2021, the patient's unmedicated iop was 19 mmhg and cme was improved. The surgeon continues to monitor the patient.

Manufacturer narrative:
Intervention for placement of the microstent was not performed. The device remains in-situ and is not available for evaluation. The etiology of bilateral cme is unknown since the hydrus microstent was implanted only in the left eye. Device identifiers and additional information have been requested; a supplemental report will be filed if new information is received. Elevated iop and cme are listed in the device labeling as potential adverse events. (B)(4).